Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the electrodes. The irritation was described as "a rug burn" and was "red and scabby". The patient consulted his physician who told him to remove the lifevest. The current medical condition of the irritation is unknown as multiple follow-up attempts were unsuccessful.